Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, photos and a video of the impacted set were provided. Their visual inspection observed an external fluid leak at the level of the connection between the filter and the support plate. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150 set, an external fluid leak was observed between the support plate and filter. There was no patient involvement. No additional information is available.